Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the a build-up on the mixers. The fsr resolved the issue by replacing the mixers. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any similar issues related to the architect system. A review of tracking and trending for the mixer did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module for serial number (B)(6) or the mixer were identified.

Event description:
The customer reported a falsely elevated magnesium (mg) result for one patient sample while running on the architect c4000 processing module. The following data was provided (normal range: 1.70 - 2.50 mg/dl): sid (B)(6): initial mg result = 7.8 mg/dl; repeat result = 2.3 mg/dl (repeat ran on (B)(6)) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated magnesium (mg) result for one patient sample while running on the architect c4000 processing module. The following data was provided (normal range: 1.70 - 2.50 mg/dl): (B)(6). Initial mg result = 7.8 mg/dl; repeat result = 2.3 mg/dl (repeat ran on(B)(4). There was no impact to patient management reported.